Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01245 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-01246 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter. The user tried again to deploy the clip and the clip deployed and fell off the tissue. The same issue occur with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) clip difficult to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.